Event description:
It was reported that the left ventricular lead exhibited loss of capture at maximum output. No intervention had been reported. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.